Event description:
Hurts, pain-teeth [toothache] brushhead is loose [device breakage] brushhead falls off [device breakage]. Case description: a (B)(6) year old male reported that while using an oral-b vitality series toothbrush with the oral-b brushhead, version unk that came with the unit was loose and continued to fall off. It hurt as he brushed his teeth and resolved a few minutes later. He began using the entire unit when he purchased it on (B)(6 )2014. The product had not been dropped and the logo did not scratch off. He reported no allergies or medical history. He did not receive treatment. On (B)(6) 2015: the consumer reported that they had disposed of the product.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.